Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was selected for implant in a patient with a highly calcified annulus, using a small flexnav delivery system and a 14fr non-abbott sheath. The valve was sized via 3d computed tomography (CT). The patient had been placed under general anesthesia and a right transfemoral approach was used under transesophageal echocardiogram guidance. It was noted that a pre-implant balloon aortic valvuloplasty was performed using an 18mm non-abbott balloon catheter. The navitor valve was implanted at non-coronary cusp and left coronary cusp depth of between 5-6mm; no implant complications were observed. Post-implant, a mild perivalvular leak was noted via transesophageal echocardiography. There was no intervention performed due the patient's highly calcified annulus. The patient's post-implant pressure gradient was 2.5mmhg. The patient remained hemodynamically stable throughout the procedure. No clinically significant delay in procedure was observed. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of the mild perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined.